Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-01118. Related manufacturer reference number: 1627487-2022-01120. It was reported that the patient experienced infection at the ipg site and ineffective therapy since implant. Patient reported pain at the ipg site. As such, surgical intervention took place on (B)(6) 2022 wherein the entire system was explanted to address the issues. During the procedure, significant purulent liquid was noted at the ipg pocket site. Culture results revealed (B)(6) infection. Patient is on antibiotics to address the infection.

Manufacturer narrative:
The report of ¿ineffective therapy¿ was not confirmed. Analysis of the returned lead a found it was cut during the explant procedure resulting in a paddle end segment and a terminal end segment. Both segments were tested for continuity from contacts to corresponding bare wires and no opens were found.